Manufacturer narrative:
Batch review performed on 24 july 2023 lot 1957912: (B)(4) items manufactured and released on 30-aug-2021. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review (2 items involved in this complaint). Additional instrument involved: batch review performed on 24 july 2023 on shoulder general 04.01.10.0421 flexible glenosphere guide lot. 2256498 lot 2256498: (B)(4) items manufactured and released on 08-nov-2022. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot during the period of review (2 items involved in this complaint, one lot is unknown).

Event description:
During the primary shoulder, when the surgeon was impacting the glenosphere, 2 flexible wires broke (near the base of the wire) and 2 glenosphere guides bent. The surgeon had to disimpact the head and had to abandon the post altogether and put the glenosphere on without a post. He was able to impact it onto the glenoid baseplate, but at an odd angle that engaged the morse taper partially. Therefore the post could not be pulled out. There was a 2-hour delay and the surgery was completed successfully. A loaner set was utilized and additional anesthesia was administered.

Manufacturer narrative:
Visual inspection performed by medacta r&d shoulder manager: the two glenosphere guides are damaged on the outer surface. This led to the impossibility to slide the glenosphere on the guide. The items were manufactured in high nitrogen stainless steel as per drawing in force at that time. Project modification to modify has been done the material to reduce the occurrence rate of such issue. The flexible glenosphere guide is confirmed to be broken at the base of the wire. No action is suggested.